Event description:
It was reported that the insulin pump alarmed failed battery test and the device had unresponsive keypad. The customer's blood glucose was 150 mg/dl. The customer stated that they were in the water with the insulin pump attached to their body for approximately ten minutes. The customer declined troubleshooting for the failed battery test. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No failed battery test alarm was noted after battery insertion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.